Event description:
Pt was having a tunnelled dialysis catheter removed, during removal, the cuff of the catheter became detached under the skin and was unable to be retrieved. Left in place. It is antibiotic impregnated. Catheter was placed (B)(6) 2012. Reason for use: renal failure. Dialysis during (B)(6) 2012.